Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging the ipg. The patient gained weight which has caused the ipg to migrate. The patient will undergo a pocket revision.